Manufacturer narrative:
A medrad service engineer performed a system check-out on the avanta injector and the unit was found to be operating to specification. Additional applications training was performed in 2009. The hosp retained the single-pt disposable set (spat) that was in-use during the reported event; however, they did provide the lot number of the spat, lot 730005. Retained samples of lot 730005 were visually inspected and functionally tested. Visual inspection found no defects and the product performed according to specification during functional testing.

Event description:
The pt was scheduled for a cardiac catheterization in 2009. Approx 10cc of air was injected into the aorta at the take-off of the left main. Approx half of the air went down the left main blocking the left side arteries. The pt needed defibrillation and recovered with the air completely clearing the left side arteries. Approx one hour after the case, the pt was reported to have signs of tia with numbness of the left arm. We have made multiple attempts to ascertain the pt's current status, but the hospital has not released that info. The hosp has elected to conduct an internal investigation; no results of that investigation have been reported to this date.